Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02480 for a description of the other device. It was reported to boston scientific corporation that two gold probe devices were used during a hemostasis procedure. According to the complainant, both gold probes would not coagulate. They increased the power on the generator, but they still would not work. They then decided to use argon plasma coagulation to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient was reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned gold probe device was evaluated; the reported defect was not able to be confirmed. Visual inspection showed no anomalies with the device, and the device also passed all electrical tests. The device conducted current properly. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02480 for a description of the other device. It was reported to boston scientific corporation that two gold probe devices were used during a hemostasis procedure. According to the complainant, both gold probes would not coagulate. They increased the power on the generator, but they still would not work. They then decided to use argon plasma coagulation to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient was reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)